Event description:
It was reported that during nwpt the renasys go device was alarming air leak/ low vacuum. Home health nurse changed the dressing, canister and soft port but the alarm persisted. The nurse removed the device and put on a wet to dry dressing. No patient harm reported. No further information available.

Manufacturer narrative:
The device that was used in treatment was returned for evaluation. A visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed the pressure test and there was low vacuum alarm, establishing a relationship between the device and the reported event. The root cause was identified as a faulty suction pump. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.